Event description:
It was reported by the customer that bd pyxis medbank twr aux 4hh-2fh-2hm-2fm had user was unable to issue the medication using the validation code. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication using the validation code. The technical support specialist advised user to approve all other transaction and user was able to issue the medication and confirmed the issue was resolved. The system functioned as intended after being assessed by the technical support specialist. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required.